Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the item is defective. Followup indicates the rf (radio frequency) head wasn't able to interrogate the devices. The rf head was returned for discard. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the radio frequency programmer head was returned and analysis confirmed the customer comment that the item was" defective." The programmer head failed all amplitude uplink tests and the rubber portion of the label was found to be gone. The head was sent on for repair. (B)(4).

Event description:
It was reported the item is defective. Followup indicates the rf (radio frequency) head wasn't able to interrogate the devices. The rf head was returned for discard. No patient complications were reported as a result of this event.